Event description:
Related manufacture reference number: 2017865-2023-11343, related manufacture reference number: 2017865-2023-11344. It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high defibrillation impedance. During explant procedure, it was noted that the atrial lead, right ventricular lead, and left ventricular lead were dislodged potentially due to twiddler's syndrome. All lead were explanted on (B)(6) 2023. During explant, the tip of the left ventricular lead broke off. The patient was in stable condition.

Manufacturer narrative:
The reported event of high defibrillation impedance was unconfirmed while the reported event of dislodgement was inclusive. As received, a partial lead was returned in two pieces with helix found stretched. Visual inspection, x-ray examinations, and electrical testing did not identify anomalies. Further analysis could not performed due to the returned status of the lead.